Manufacturer narrative:
UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2021 / serial#: (B)(6). D9: no h3: no h4: mfg date: 24-aug-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited controller fault alarm due to internal battery depletion. It was also reported that the ventricular assist device (vad) exhibited low flow alarms. The vad remains in use and the controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and two (2) controllers ((B)(6), (B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Of note, information provided by the site revealed that (B)(6) was the initial primary controller in use during the reported event, (B)(6) was the initial backup controller, (B)(6) is the new primary controller, and (B)(6) is the new backup controller. Review of the available autologs report associated with (B)(6) revealed that one (1) controller fault alarm was logged on (B)(6) 2025 at 08:53:50, indicating an issue with the internal battery. Of note, based on information provided on the autologs report, the controller had been in use for more than two (2) years. Review of the available autologs report associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2025 at 12:49:13. Of note, the information provided by the site revealed that the controller power-up event occurred during the reported controller exchange. Additionally, review of the available autologs report revealed five (5) low flow alarms logged since (B)(6) 2025. Log files associated with (B)(6) were not available for analysis. As a result, the reported controller fault alarm and low flow event were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed and/or related factors. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.